Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned. Lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 15, 2007, the lay-user/patient contacted lifescan at 7:27 pm (pst) alleging that a one touch ultra meter had a cracked display. The pt indicated that the alleged meter issue started in 2007, after 12:00 pm (est). The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. The pt denied receiving medical intervention and was not tested on another device. At an unspecified time after the meter issue occurred, the pt developed symptoms of sweating and nervousness. The pt denied that there was meter trauma. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.